Event description:
Philips received a complaint on an IntelliVue X3 Patient monitor indicating the speaker assembly is defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A replacement speaker assembly was sent to the customer.Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.